Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 104, dl code 203) has been confirmed. Upon investigation, the monitor was unable to download patient information due to contamination found throughout the ca board and sd card slot. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104 and dl code 203.